Manufacturer narrative:
The insulin pump had intermittent button response due to flattened express bolus and escape button dome switches. No unlocked keypad connector was noted. No unexpected alarm clear anomaly was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 260 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.